Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding, prolonged mense,abnormal menses"), endometriosis ("endometriosis"), dysmenorrhoea ("extreme debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("abdominal cramping"), back pain ("severe back pain,"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), cystitis ("cystitis"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy and a bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, endometriosis, dysmenorrhoea, menstruation irregular, abdominal pain lower, back pain, fatigue, abdominal distension, cystitis, anxiety and depression had not resolved and the dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia and menstruation irregular to be related to essure. The reporter commented: symptoms continued and be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement on or about (B)(6) 2013, plaintiff underwent a CT scan of her abdomen and pelvis to determine the cause of her symptoms. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and abdominal pain ("abdominal pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy bleeding, prolonged mense,abnormal menses") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced abdominal pain lower ("abdominal cramping") and pelvic pain ("pain"). In 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dysmenorrhoea ("extreme debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), back pain ("severe back pain,"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), cystitis ("cystitis"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopiantubes)) and surgery (laparoscopy and a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dyspareunia, vaginal discharge, vaginal haemorrhage and pelvic pain outcome was unknown, the abdominal pain was resolving and the menorrhagia, endometriosis, dysmenorrhoea, menstruation irregular, abdominal pain lower, back pain, fatigue, abdominal distension, cystitis, anxiety and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: symptoms continued and be anxious and depressed. Date(s) of removal (B)(6) 2014, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement on or about (B)(6) 2013, plaintiff underwent a CT scan of her abdomen and pelvis to determine the cause of her symptoms. Most recent follow-up information incorporated above includes: on 15-may-2018: pfs and medical record received: reporter information, product information, events- migration of essure device location of device: uterus), vaginal discharge and abnormal bleeding vaginal, pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.